Event description:
Dr. (B)(6) of (B)(6) placed a spinal stimulator in the year 2000. This is an abbott scs and a class one recall. Pt reports turning it off due to it malfunctioning and causing her to become paralyzed and unable to breathe. On (B)(6) 2024 dr. (B)(6) at (B)(6) health system removed the spinal cord stimulator. The stimulator was given to dr (B)(6) after removal.